Event description:
Rfp-401 crrt (continuous renal replacement therapy) dialysis bags both leaked after being opened. Staff member identified a hole in each bag after the bags were compressed to combine both sides of solution. Lot number q2109648 for both bags. Nxstage was contacted to report fluid bag leak, case number (B)(4).

Event description:
(B)(4) crrt (continuous renal replacement therapy) dialysis bags both leaked after being opened. Staff member identified a hole in each bag after the bags were compressed to combine both sides of solution. Lot number q2109648 for both bags. Nxstage was contacted to report fluid bag leak, case number (B)(4).